Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) wanted to restart with new supplies due to changing bags while actively connected during initial drain on the home choice (hc). The drain volume (dv)= 92ml. The technical service representative (tsr) assisted the hp with ending therapy and the hp would restart with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." If additional relevant information is received, a follow-up will be submitted.